Event description:
It was reported that the device was used during a low anterior resection. There was difficulty attaching the anvil to the trocar. After firing, the staples were unformed and the anastomosis fell apart. Diverted to temporary colostomy.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.